Event description:
Additional information was received from the patient. The patient reported that they were not sure if they knew what the circumstances were that led to the return of symptoms. The patient noted that the return of symptoms was not completely resolved but it was not as bad as it was before. The patient stated that they had a doctor appointment with their gastrointestinal doctor for a colonoscopy procedure in 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having issues, that they had before, which started a few days prior to the report. They had gall bladder surgery on (B)(6) 2016 and had not checked their implantable neurostimulator (ins) since before that procedure. This was noted to be a sudden change and their symptoms returned about five days prior to the report. They could not feel stimulation. After connecting to their ins, they confirmed it was on. They increased the stimulation and could, then, feel stimulation. They were going to monitor their symptoms and increase if needed.